Event description:
Procedure: unknown open chest. Reportedly, the patient was having a procedure done on the chest wearing a defibrillator pad on the anterior and posterior chest area. The chest was open and metal defibrillator spoons were in the chest. When the generator was applied, the patient was burned under the defibrillator pad. The burn was approximately 1cm in size. With regard to the small burn, the patient is in good health.

Manufacturer narrative:
Note: there was an additional generator used in this procedure and is reported via report #1717344-2004-00150.